Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that to resolve the lack of therapeutic effect and stimulation sensation, the patient would see if they can try to get in under controlled by (B)(6).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss of therapy. The patient reported that he didn¿t think therapy was working for the last 7 months. The patient stated that he had to change his pads four times this week and noted that he never feels stimulation. The patient reported that he did not feel stimulation and therapy was confirmed to be on. The patient was assisted in using the patient programmer (pp) to sync. The pp showed that therapy was on and set to program 1 at 2.9 v. The patient increased stimulation to 4.5 v and noted that he did not feel stimulation. The patient was suggested to decrease stimulation back down to 3.5 v and consult with a healthcare professional (hcp). The patient stated that he fell on his fridge and noted that the fall was related to the issue. Additional information was received from the hcp on 2017-02-08. The hcp reported that the patient did well initially and noted that the patient never returned for rechecks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.